Event description:
It was reported to philips that the c arm movement of the allura device was unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was unavailable. During troubleshooting, the fse found that the issue was due to e lock failure. The fse replaced the electrical lock l-arm and l-arm rotation lock interface box. After replacement of the electrical lock l-arm and l-arm rotation lock interface box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.